Event description:
In 2006, the physician removed an alimaxx-e esophageal stent that he had placed five months prior. At the time of the implant, the benign stricture was located at the mid-esophagus and was 100% occluded. The physician placed an 18x100 stent for the 35mm length stenosis. When the physician went to perform the removal procedure, he noticed the stent had migrated into the stomach. The stricture that was originally 100% occluded was opened to 95% which may have permitted the device to move to the stomach. The stent was fractured in the medical section of the stent with the polyurethane covering intact. The pt did not encounter any complications or injuries and since the stenosis had opened up, another stent was not needed.

Manufacturer narrative:
An investigation was not performed on the actual device because it was not returned. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. However, several tests were conducted on esophageal stents, which proves that the stent is designed to have anti-migration struts angled in such a way to decrease migration. After reviewing the info received from the physician, it has been concluded that no malfunction was present. The pt responded positively to the treatment, eliminating the stenosis and allowing the device to travel down the esophagus.